Manufacturer narrative:
(B)(4). Failure to drain. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a mastectomy procedure on (B)(6) 2010 and a reservoir was connected to a drain. After placement and creation of a vacuum with the reservoir, fluid/blood was not drained from the operative field. The pt was returned to surgery for drain replacement